Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Setscrew marks were noted on the is-1 terminal pin, and the distal and proximal hv terminal pins. No discernable set screw marks were noted on the is-1 ring. The medical adhesive was separated from the gore covering at the proximal end of the proximal spring electrode and the proximal spring was stretched slightly at this point. Bodily fluid was noted in the helix housing and the helix was retracted. Resistance and pressure tests were completed to assess the electrical performance and insulation integrity of the lead. Measurements throughout these tests were within normal limits. Helix mechanism testing did not pass, noted to be most likely due to bodily fluid and tissue noted in the helix housing. When the bodily fluid and tissue were loosened from the mechanism, the helix was functional. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this transvenous defibrillation lead had dislodged and was subsequently explanted. To date, there have been no reported adverse patient effects related to this clinical observation.

Event description:
The lead was later returned for analysis.